Manufacturer narrative:
Retain testing, batch review and a complaint review were carried out. Results were satisfactory. (B)(4).

Event description:
Customer reported (B)(6) reactions with 0.8% surgiscreen, lot vss574 with a sample containing anti-e. The customer reported that the patient had a previous history of anti-e. The sample was first tested on (B)(6) 2013 using the tube method with peg and grifol's screening cells. The antibody screen was (B)(6). The sample was tested with the grifol¿s panel cells and anti-e was identified. Two units of e-negative red blood cells were cross matched using the tube method with peg and were compatible. The customer reported that they are running correlations between the tube method with peg and the provue. On (B)(6) 2013, the same sample as described above was tested on the provue with surgiscreen lot vss574 and a negative result was obtained. The sample was repeated with the tube method with peg and a gel panel with panel a, lot vra186, was also tested. The repeat tube (peg) screen was positive. The gel panel a was negative. The customer repeated the same sample using tube (liss) and grifol¿s screening cells. A negative result was obtained. No tube (liss) panel was tested. The customer reported no adverse events as a result of this occurrence. All qc was acceptable on the dates of testing and no errors or issues were reported on the provue during testing. No other samples were affected. Customer stated that they do not perform manual gel testing, so a longer incubation time was not performed.